Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Device manufacture date between 02-jun-2017 and 03-jun-2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph, the leak was observed at the fill port weld. The reported condition was verified. The cause of the condition could not be determined. The other two devices were not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port weld. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.